Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. The delivery wire and the coil were returned for this complaint. The delivery wire was inspected, and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, and it was not returned. The main coil was found kinked and stretched. Microscopic inspection was performed on the delivery wire and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Microscopic inspection was performed on the main coil and revealed that the zap tip has a smooth surface. The coil interlocking arm was found detached from the rest of the coil, and it was not returned. Dimensional inspection of the weld outer diameter (od), wire arm od, wire zap tip, zap tip od, primary coil od and number of distal fiber bundles were performed and were within specifications. However, dimensional inspection of the number of proximal fiber bundles revealed lacking fiber bundles and does not meet specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10aug2020. It was reported that the coil detached prematurely inside the catheter. Vascular access was obtained via right femoral artery contralateral approach. The target lesion was located in the severely tortuous and moderately calcified left internal iliac artery. A 15mmx40cm interlock-35 coil was selected for use. During the procedure, a non-bsc coil was delivered into the system comprised of a non-bsc introducer sheath and an imager angiographic catheter, but it got separated inside the catheter, so it was retrieved together with the catheter. Then, a new imager angiographic catheter was used, and another non-bsc coil was delivered, but it also got separated. It was noted that the coil was extending inside the aneurysm with the coil wire attached. Flushing was then performed in the tail side of the non-bsc guidewire, but the extended coil wire inside the catheter did not move at all, and it could not be retrieved. A non-bsc mesh delivery system was then used and was pushed out from the back, and the non-bsc coil was managed to place successfully. Then, angiography was performed, and without any delay, the coil was replaced with the 15mmx40cm interlock-35 coil, but during delivery, it was noted that the main coil and delivery wire arm became separated inside the catheter. Then, another new imager angiographic catheter was used again, and two coils of the same size as this device were placed successfully. After that, another coil of the same size as this device was tried to be added, but it was also noted that the main coil and delivery wire arm became separated inside the catheter. With that, usage of the coil was stopped, and the non-bsc mesh delivery system which was used earlier was placed to complete the procedure. The physician's comment on the event was there was no problem on the appearance of both 5fr and 6fr non-bsc catheters, but since there was tortuousity in the right ilium and bifurcation angle was also not gentle, there was a possibility that the 6fr non-bsc catheter lumen did not keep a circle and there was a slight resistance felt there. No patient complications were reported. However, device analysis revealed an interlocking arm detached from the rest of the mail coil and missing coil fiber bundles.